Manufacturer narrative:
(B)(4). On unreported date(s), the patient¿s dose of antibiotic treatment for the peritonitis was completed, the patient¿s peritoneal dialysis fluid was clear, the patient was discharged from the hospital, the patient was recovered from the event and reportedly ¿doing well.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as event onset, the patient was hospitalized and was treated with vancomycin and fortum (doses, frequencies, duration and route not reported). Action taken with dianeal therapy and the patient outcome was not reported. No additional information is available.